Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
Correction: the information in this MDR was inadvertently filed against the incorrect patient identifier. All information related to this MDR is filed under MFR report # 6000034-2013-02128. This report is filed april 7, 2014. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.